Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that a small hematoma occurred. During a left atrial appendage (laa) closure procedure, a watchman access system was positioned in the laa. A 30mm watchman closure device was implanted. A small hematoma was noted to the right groin post procedure. The hematoma was treated by applying a sandbag. The issue resolved the following day. No further patient complications were reported.